Event description:
It was reported that the patient presented in the emergency room. It was noted that the pacemaker was found in back-up mode. A device restoration was completed successfully. The patient was in stable condition.